Manufacturer narrative:
The investigation into the reported aic - purge disc/flag issues has been completed. After reviewing the logs, the issues with automated impella controller's inability to detect the purge disc was confirmed. Multiple instances of purge disc not detected were found in the logs on the reported occurrence date. The console was tested after arriving. The issue with detecting the purge disc was reproduced, and the purge flag was confirmed to be broken. The cause of the issue was a broken purge flag.

Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a ¿purge disc not detected¿ alarm occurred. The automated impella controller (aic) was exchanged. There was no harm to the patient.